Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. One thermistor manifold was received for evaluation. The report of thermistor manifold broke was confirmed. The luer connection for central venous catheter of volumeview manifold had been completely broken off. Broken male luer was not returned. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. Based on further engineering investigation, the root was determined to be inadequate product design since the current design of the manifold is not strong enough to withstand bending force applied in the field during product use, nor does the design provide a good gripping location to dissipate the excessive force. Corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Pra was generated earlier.

Event description:
As reported, during the aftermath of thrombectomy on basiliary trunk stroke in a 62-year-old patient, the thermistor manifold broke in several pieces ((B)(4)). As per customer's opinion, the clinical consequences and current condition of the patient is of risk of infection and blood loss. The nurse noticed the problem immediately and replaced the medical device, therefore there was no actual blood loss. There were no additional actions needed to be performed. This is happening for the second time ((B)(4)) and there was also no notion of blood loss in this case. There was no allegation of patient injury. The device was available for evaluation. As a summary, two medwatch report are being submitted, one for each event (medwatch #: (B)(4)).

Manufacturer narrative:
The product has been received for analysis. A product investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.